Manufacturer narrative:
(B)(4). The explanted lead was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had muscle pain right after his trial leads were explanted. The patient was prescribed muscle relaxer. The physician believed that the muscle pain was not device related or procedure related.